Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable findings provided in b5, the evaluation found the connecting tube was buckled, the objective lens adhesive was worn, the grip and switch box were both scratched, the air/water cylinder and suction cylinder had no color, the electrical connector was dirty due to water leakage, and the distal end was shaved. The user facility reported that the reprocessing procedures were carried out according to the instructions for use prior to returning the scope to olympus, the specific steps taken were not provided. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus duodenovideoscope, to the olympus service center for an annual inspection. Upon inspection and testing of the returned device, it was observed that the inside of the light guide lens had foreign material and the distal end had residual liquid/foreign material. There was no patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Lg-lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, etc. As a result, humidity invaded lg-lens which led to corrosion. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.